Event description:
As reported by the user facility: reports 6 events, beginning (B)(6) 2011. Reports leaking at ultrasite valve, all were with cytotoxic drugs, attached to different devices including PICC lines, huber needles, and elastomeric devices.

Manufacturer narrative:
One (1) apparently used ultrasite valve was returned for evaluation. A piece of tubing with a male luer lock adapter was screwed onto the threads of the ultrasite valve. A pink colored fluid was observed inside the tubing and on the threads of the ultrasite valve. No cracks or other visual anomalies were identified on the valve. The returned ultrasite valve was functionally tested for luer tapers, weepage, flow, and pressure and met all specifications. A DHR review was conducted and no abnormalities in the manufacture of the product were noted. There have been no other reports of this nature against the reported lot number. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. If additional pertinent info becomes available, a follow-up report will be filed.